Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to reproduce the customer reported complaint of ¿not receiving bipolar energy¿. The instrument was placed on an in-house da vinci system. The instrument passed the self-test and moved intuitively with full range of motion in all directions. The grip opened and closed properly and the instrument passed the energy delivery test. Fa performed grip force test on grips as additional testing and all readings were above the minimum requirement. Review of the site's system logs for the reported procedure date found error code 22020 ¿installed vessel sealer extended failed to engage on usm4,¿ which indicated the instrument had an engagement failure. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer extend instrument did not deliver bipolar energy. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer extend instrument did not deliver bipolar energy. The customer confirmed hearing a continuous audio signal while pedal was pressed and also confirmed fast audible tones at the end of the sealing cycle. There was no tissues effect observed during the sealing cycle. There no evidence of vessel calcification and the tissue was less than 7mm in diameter. The instrument¿s jaws did not come into contact with a clip, staple, or other metal objects. The customer used a backup instrument and completed the procedure with no injury to the patient.